Event description:
According to the reporter, during testing the device had erratic results. The output varied by at least .5ml between tests. The display said 10ml deliverer but actual output was different. The pump had erratic accuracy, both over and under and some results were a little outside the accuracy limits. No patient involved. No additional information is available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of erratic results. The unit was triaged and the reported issue could not be confirmed at this time; the device was put through an accuracy test in which it passed, delivering volume within proper tolerances. Unit is in proper working condition. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.